Event description:
FDA/(B)(4) report rec'd. Reporting technicians were "unable to calibrate" one (1) 52511-13 opti-q catheter. Detected prior to use. Attempts to obtain additional info regarding the event have been unsuccessful. The device was not returned for testing and analysis. A review of the mfg lot database for the reported lot # 88-103-2a (mfg date 04/2010) shows (B)(4) units were mfg, tested, inspected and released. The exact cause(s) of the reported product experience is unk.